Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer¿s blood glucose. No additional information was provided, and the customer declined troubleshooting with tandem technical support.